Event description:
The dr reported to the medcomp distributor that after insertion of the catheter, he tried to get some blood aspiration with a needle. When he injected some saline, he noticed a leak at the upper part of the female luer/extension connection.